Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device logs indicate that the end user initially experienced coupling issues, with the first two pacing attempts generating a "pacer output out of range" message, indicating output is +/- 15% outside specifications. Seconds later, the coupling issue was corrected, and pacing functioned as intended. Review of the device logs identified no system errors or malfunctions. The device was fully evaluated using test accessories, including bench handling and pacer testing with no abnormalities observed, all performance parameters met specifications. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.